Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, h2, h, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object in the port and a cut on pink probe. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred as the allegation was confirmed to be due to a clogged biopsy channel. For the additional findings, the investigation did not establish any cause that could have led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope was unable to brush due to possible stent stuck inside the scope. The issue was found during an endoscopic ultrasound therapeutic procedure. There was no delay and the procedure was completed with an olympus back-up device. There were no reports of patient harm.